Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) impedance measurements during remote transmission. The svc portion of the lead was programmed off. No patient complications have been reported as a result of this event.